Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma and rupture.

Event description:
Healthcare provider reported right side "implant is wavy, with a trace of fluid around it," "fluid inclusions (droplet sign)," and "fold of the inner bag" via ultrasound and MRI. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed an opening assessed as surgical damage. ¿ seroma-late: unable to observe as it is not related to the manufacturing process. ¿ crease/folding of implant: observed creases on device. ¿ wrinkling of the skin: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, wear abrasion was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d.1., d.2a., d.2b., d.4., d.9., h.2., h.3., h.4., h.6., h.11.

Event description:
Healthcare provider reported right side "implant is wavy, with a trace of fluid around it," "fluid inclusions (droplet sign)," and "fold of the inner bag" via ultrasound and MRI. The device remains implanted.